Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error on their insulin pump. It was reported that the device was stuck in button alarm. It was reported that the customer's blood glucose was 187mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked lcd controller. Unable to verify the stuck button due to flashing white lcd. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.